Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ IV set was leaking. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Verbatim: "blood tubing leaking at top of tubing while blood infusion. Transfusion needed to be stopped and new tubing required."

Manufacturer narrative:
H.6. Investigation: a sample was received in vernon hills and upon a small force exerted, the tubing was pulled apart at leakage site. Microscope analysis showed a clear lack of solvent and shallow insertion at the tubing insertion point which would leak to a leakage. This is the root cause of the leakage. The customer's complaint has been verified. Without a lot or material number, the device history report is unavailable. H3 other text : see h.10.

Event description:
It was reported that unspecified bd¿ IV set was leaking. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown verbatim: "blood tubing leaking at top of tubing while blood infusion. Transfusion needed to be stopped and new tubing required."